Event description:
(B)(6) has a medtronic device implanted that was recalled and he was never notified. He has been gravely ill for months. Not getting out of bed, feet swelling w/ pain. He has been sleeping approx 20 out of 24 hrs a day for approx 3-4 weeks. Before that he was bed ridden 80% of the year 2018.